Manufacturer narrative:
On january 26, 2022, mentor received photos of the ruptured implant. On february 07, 2022, mentor was notified that the device could not be returned for inspection due to its ruptured state. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed for the physical device. An evaluation utilizing the photos was completed on february 09, 2022. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was scheduled for a bilateral removal and replacement on (B)(6) 2021, for a breast augmentation. During this revision surgery, a rupture to the left breast prosthesis was discovered. There were no reported delays in the surgical time or mentioned affects due to the rupture. Replacement with two 800cc mentor memorygel breast implant prostheses was completed successfully.